Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the therapy was not doing a very good job anymore. The patient stated that it hurts when they turn the ins on. The patient added that their back and bicycle seat area hurt when they increased the amplitude regardless of which program they tried but were no longer in pain a couple of hours after making an adjustment to therapy settings. The patient also mentioned that they have unrelated back trouble. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that they got an EKG, and their hcp kept telling them there was interference caused by the ins. The patient stated that their ins was turned on when they had the EKG. The agent reviewed information regarding EKG compatibility. The patient requested a walkthrough for turning off the ins. The agent reviewed the requested information. The patient reported that they got an EKG and their hcp kept telling them there was interference caused by the ins. The patient stated that their ins was turned on when they had the EKG. The agent reviewed information regarding EKG compatibility. The patient requested a walkthrough for turning off the ins. The agent reviewed the requested information. The patient mentioned that they will be having a heart catheterization procedure and asked if the ins will need to be turned off prior to that procedure. Agent reviewed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-06 additional information was received from a patient. They said they went to (B)(6) and the tsa agent lost their ID card, patient said they got a new one. The patient said they were also walked through turning stim off for a medical test. The patient said the issue of the therapy not doing a good job anymore had not been resolved yet. They said they were at walmart and when they stood up they were completely wet. They said they needed to go see their doctor but had not scheduled an appointment yet.